Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a red alert due to right ventricular (rv) high pacing impedance out-of-range of over 3000 ohms. The rv lead was subsequently evaluated but the impedance showed at 560 ohms within range. No change was noted in the impedance with isometrics, no abnormality was found under x-ray imaging. The physician decided to continue monitoring the patient. Both the pacemaker and the rv lead remain in service and no adverse patient effects were reported.